Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing light stimulation in their right neck and shoulder. Patient stated they've been getting the same stimulation when they turn their stimulation in their back, in their right side higher or lower part of their back. Patient mentioned that this stimulation occurs randomly throughout the day. Patient also noted that even when the therapy is off and not in use, they experience the stimulation, but most of the time it doesn't occur. Patient expressed that they are not receiving the therapy they need. Patient mentioned attempting to adjust the intensity by increasing or decreasing it and switching to different therapy groups, but they continue to experience the unexpected stimulation. For the event date, patient stated the issue started a few months ago, maybe february 2025. The patient was redirected to their hcp to further address the issue.